Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) incomplete needle penetration through meniscus. 3) improper spacing of anchors. (Insufficient suture slack pulls opposite anchor) 4) difficulty with reaching the desired tissue location. 5) inadequate tissue conditions. 6) entanglement with other instruments or devices. 7) inadvertent double triggering of deployment ring. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿warning: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, when the fast fix was used as it should, t2 did not deploy. There was not back-up device available and no significant delay was reported. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.